Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was triggering the threshold suspend feature on the insulin pump. Customer's blood glucose was around 250 mg/dl. Customer's sensor glucose level was 91 mg/dl. Troubleshooting for the sugar glucose vs blood glucose was performed. Customer's sensor had been in place for 21 hours, however, he had restarted it and it was almost the 5th day they had been using it. Customer advised they removed the sensor and the cannula was slightly bent. Customer also calibrates much too often. Customer was advised to only calibrate 3 to 4 times a day. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed the bicarbonate buffer test and the sensor failed with high readings. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.